Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was at the doctor's office going over the settings. Customer stated that the button that is used to choose units per hour or percent of basal is not working. Call was disconnected while being transferred. No additional information provided.